Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 04-nov-2020, UDI#: (B)(4). Product analysis: the valves remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve dislodged to the ascending aorta. This second transcatheter bioprosthetic valve was implanted and dislodged to the sinus of valsalva (sov). A third non-medtronic valve was implanted in a low position with under-expansion at the annulus level. The patient died due to an occlusive left coronary artery which became occluded during this second valve dislodgement. The physician attempted to get a wire into the occluded left coronary artery however was unsuccessful and the pressure dropped.

Manufacturer narrative:
Conclusion: neither the results of the autopsy, explanted valves or an angiographic record of the procedure were provided for review. A device history record review was not required for the first valve (d290476) as the event description did not indicate a potential manufacturing issue. Review of the device history record for the second valve (d272797) was conducted as a result of the patient death, and found the valve was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. Valve dislodgment events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. The report of patient expiration at implant was ascertained as being related to an occluded left coronary artery that occurred during the second valve dislodgement. A coronary occlusion post transcatheter aortic valve deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. In this case, it was reported that the valve migrated up above the annulus and led to the right coronary artery occlusion. This event does not indicate device misuse or malfunction. Codes: eval code method, eval code-result and the eval code conclusi codes were updated on this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient demographics were received and have been added to this report in section a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.